Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse inspected the instrument and found prefilter line loose but not broken. Fse retightened the prefilter line and showed customer how to do it. Fse completed quality control (qc) run and verified proper instrument performance. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4)from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 2 - preinstallation states the following: line filter the line filter prevents impurities such as dust from a broken valve seal from entering the assay line. The filter element is easily replaced by hand. In chapter 3 - assay operations states: check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. In chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to loose fitting in prefilter line.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error and a leak at the filter housing on the g8 instrument. Customer stated the black tip on the tubing going into the filter is broken. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.